Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level ranged from 196-197 mg/dl. The customer was provided with instructions on how to reset the pump. Customer declined to further troubleshoot with tandem technical support and stated that reset would be performed at a later time.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.